Event description:
A us distributor contacted zoll to report that a patient developed an abrasion wound under the lifevest equipment. The patient described the area as a itchy rash with raw skin from garment rolling up and rubbing on skin. There was no alleged device malfunction contributing to the abrasion. The patient¿s nurse has been applying nystatin topical cream for the abrasion. The outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.